Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6)2016 with a blood glucose level of 830 mg/dl. Customer was hospitalized due to high blood glucose and dehydration. Customer was kept overnight and was put on an IV drip. Customer was wearing the pump at the time of the hospitalization and stated that the drive support cap appears normal. Customer stated that the cannula was curved when she removed the infusion set. Customer was advised that this may have contributed to the high blood glucose. Customer declined to continue troubleshooting for the insulin pump. Customer was advised to do a complete set change. Customer did a self-test and the pump passed. Customer will be sent a tubing clamp to complete troubleshooting for the high blood glucose reading.